Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating power-on reset parameters were present. Confirmed electrical reset (por) occurred on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced a power on reset (por). It was confirmed that the reset was due to a memory corruption during the time of radiation treatment. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.